Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the activation and rex modes, loss of aspiration occurred as no circulation was seen on the aspiration tube. The procedure was completed with another of the same device. There were no patient complications and the patient was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. The device was setup per the dfu and all of the functionalities of the device were checked for conformance. There were no issues with priming and no errors were noticed. Functional analysis was done by completing the aspiration testing of the device. The device is tested by using a 100ml beaker of water. The device's tip is submerged in a beaker of fluid and the device is ran for a period of 1 minute. The final milliliters of fluid that the beaker shows is subtracted from the starting milliliters and the final number is the total that was aspirated. Test results showed that the device did perform as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the activation and rex modes, loss of aspiration occurred as no circulation was seen on the aspiration tube. The procedure was completed with another of the same device. There were no patient complications and the patient was good.